Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD) for normal battery depletion, the right atrial (ra) lead was noted to be stuck in the device header, even after the set screw was loosened. The back of the device header was cut with a bone cutter and the ra lead was successfully removed from the header. The right ventricular (rv) set screw was then noted to be stuck and unable to be loosened. The pace/sense portion of the rv lead was cut and surgically abandoned and a new rv pace/sense lead was implanted. The shocking portion of the rv lead remains in use. This device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.